Event description:
Device issue: suture looped around the sheath. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, the "thread and node made a loop around the sheath." It was not indicated how hemostasis was achieved. There were no reported adverse pt effects. No additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.